Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician implanted an unk size taxus express2 drug eluting stent in an unspecified location. Three days later, stent thrombosis was diagnosed. Further info has been requested but has not been rec'd.

Manufacturer narrative:
Device analysis. As no device was rec'd for analysis it is not possible to perform any inspections on the device. Because the batch # for this complaint is unk, the shop floor paperwork could not be examined. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.